Event description:
The patient reported that the pump rebooted on two occasions in the last two months. The patient reported that the pump spontaneously displayed the verification screen; the patient was unable to recall when the issue occurred. The patient confirmed that the issue was noticed immediately and the patient did not have any blood glucose excursion due to the issue. The patient confirmed that there was no damage to the battery compartment or cap; the patient could not recall if the battery cap was secure at the time or not. The patient stated that there was no moisture exposure or trauma to the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. There was no damage found to the battery cap or compartment. The battery cap was able to attach securely to the pump, and the pump powers on normally with no alarms. The pump was exercised for 24 hours with no power issues occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.